Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with t5507. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with tf5507. The exact circumstances of the occurrence are unknown. However, it is important to emphasize that no patient was involved at the time of the event. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Based on the logfile analysis, the device triggered alarm tf5507, as reported by the end customer. The root cause was identified as a defective sensor board, which was subsequently replaced. Following the replacement, the device functioned as intended.